Manufacturer narrative:
According to the case information,the user had two insertions done on the same day.the hcp decided to remove the first inserted sensor (sn (B)(6) as he did not get a signal.the sensor broke into two pieces during the removal procedure on (B)(6) 2024 and all pieces of the broken sensor were successfully retrived.a return material authorization (RMA) was issued for the return of the device for further investigation. However, the device was never returned. An image provided by the customer confirmed the event.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense 365 user guide mentions about it under "risks and side effects".this incident does not require any further investigation. B4.date of this report 31 january 2025 d4.updated additional device information g3.date received by the manufacturer? 31 january 2025 h6. Type of investigation updated to 4112 h6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing investigation and the evaluation results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the hcp reported a broken sensor during the removal procedure.the event happened on 12.20.2024. All the pieces of the broken sensor were successfully removed and the sensor can visibly seen broke after removal.